Manufacturer narrative:
The date of this follow-up o1 report is april 14, 1998. The returned device was evaluated by a laerdal service technician. The vf detection circuit was found to be out of calibration. The unit was recalibrated and returned to the customer. However, the complaint of "unit did not shock cvf (course v-fib)" had not been verified. The customer was asked to return the unit for further eval. A test plan to recreate the previous detection failure was set up and the unit's ability to treat course v-fib was recorded. At no time during this testing did the unit fail to treat a shockable rhythm. Of the 16 arrythmias tested during this investigation, 5 were course v-fib rhythms. While the unit when first for eval was found to be out of calibration specs, it would not have failed to treat a shockable course v-fib rhythm. The unit's being out of spec as it was found upon return is an unusual occurrance.

Event description:
On 2/1/1998, during a call involving a 68 year old man in cardiac arrest, the AED did not shock cvf. The pt has a known cardiac history, the arrest was witnessed, the pt was down 5-10 min., bystander CPR was not done, but the fire crew performed CPR on their arrival. Ems arrival found asystole -- pea -- sr -- vf -- sr (78). Ems shocked once at 200j. Pulse was restored at the scene. Pt was transported to a hosp. Pt expired 2/1/1998.